Event description:
The provider states the unit is alarming with loud noises. The provider states the unit has 1587 hours on it. The provider states the unit was in a nursing facility when the incident occured.